Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is having issues with her sensor. Customer is asking the nurse to assist her try to put it back on as she is still in the hospital. Customer was assisted and was able to connect meter to the pump and will call back for the connection from the transmitter to the pump. The customer's current blood glucose is unknown. The insulin pump will not be returned for analysis.